Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. No sample was returned for evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. While no sample was returned to confirm the probe did not cut, further internal investigation is being performed to identify actions to reduce the number of occurrences of probe complaints. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Event description:
An ophthalmic surgeon reported that the cutter did not work during a vitreoretinal procedure. The condition of aspiration was unknown. The procedure was completed after exchanging the product and re-priming. The patient outcome was not noted. The sample is not available for evaluation. No further information is available.